Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their high blood glucose levels and meter readings. The customer's blood glucose level was over 600mg/dl. The customer's level soon dropped to 104mg/dl. The customer was transferred to (B)(4). No further assistance provided.